Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin and demulen. Concomitant products included escitalopram oxalate (lexapro) since 2014, ethinylestradiol;norethisterone acetate (microgestin) since 2007 to (B)(6) 2010, metoclopramide hydrochloride (anti nausea) since 2016 and sumatriptan succinate (imitrex df) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced migraine ("migraines /headaches") and fatigue ("fatigue"). On an unknown date, the patient was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and the last episode of weight increased outcome was unknown and the dysmenorrhoea, abdominal pain, menorrhagia, migraine, fatigue, alopecia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), pelvic pain. Current weight 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: not available. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received- new events vaginal bleeding, weight increased were added.reporters were added. Historical drug and concomitant drug were added. Lab data were added. Event onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010: not available. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), fatigue, hair loss, weight gain, migraine were added. Patient information, new reporter and lab data were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.